Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 400 (mg/dl). Customer administered boluses with the pump to treat their bg levels; however, their bg levels remained elevated and the customer reverted to insulin injections for diabetes management for the day. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer indicated that they will change their pump supplies later in the day.